Manufacturer narrative:
Evaluation results: endoleak, migration.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 20 months ago in the united states. Aneurysm and vessel morphology at the time of implant were not reported. At the time of the intervention, vessels were not tortuous and had little calcification. It was reported that the pt presented to a hospital in foreign country, for treatment of a migrated stent graft. The details concerning the migration have not been provided. An intervention with an aortic cuff was attempted. There were issues both during and following the implant. The aortic cuff was placed accurately. It was reported the physician had difficulties during the removal of the aortic cuff delivery catheter and elected to explant all the devices from the pt. The explanted stent grafts and the aortic cuff delivery system were discarded by the user facility. The pt remains stable and is dependent on renal dialysis. No additional clinical sequelae were reported. The aortic cuff is not approved in the united states and is not considered similar to any approved product in the united states.